Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter: the patient¿s vein is accessed but then the nurse is not able to flush or have any flow when the IV is connected. We have narrowed the issue to the heplock (bd smartsite needle-free valve ref# (B)(4)) and it so far it has only been reported with lot# 24026418. When isolating this lot# we are not able to flush the heplock port when testing unless an extreme amount of force is utilized. Additional information received from the customer: can you please provide an exact date of event in format mm-dd-yyyy? (B)(6) 2025. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No serious injury but multiple painful IV attempts were made on patients and a blown out IV was on one patient.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2000e and lot# 24026418 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.